Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated there wasn't an unclamping issue with the force bipolar instrument. The tissue was adhered to the instrument at the wrist. The tissue that was adhered to the instrument was the peritoneum. The issue occurred at the beginning of the case, and the peritoneum was getting caught in the wrist of the instrument. There was no bleeding associated with this issue, and it is unknown if the instrument was in strong grip mode at the time of the event. There were no abnormalities with the instrument, and it was inspected prior to use with no abnormalities. Isi received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found visual and manual internal and external inspections performed to confirm no issue was identified. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex g updated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument exhibited tissue sticking. The procedure was continued as planned with no reported injury.